Event description:
It was reported that a patient presented remotely via merlin.net, review of the transmission revealed a pause electrogram, there was a baseline shift from the last r-wave before a pause, followed by a flat line. The false pause was high likely due to loss of contact. The implantable cardiac monitor will continue to be monitored. The patient had no consequences.